Event description:
Cusomer called to report comparing her meter against a lab test and getting different results. Analysis run on consesus error grid (ecg0 using lab reading (50) as reference point vs. Bd readings (87) yielded date points in the crange of the grid, outside of acceptable limits.